Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the injection site separated from an exactamix 2000 ml eva tpn bag during injection of a vitamin c solution, leading to a nutrition leak. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was not returned; however, a photograph was received and evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The image shows a used eva tpn bag with a broken additive port which appears to have completely separated from the bag. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.